Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary:the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Seventeen non-sustained tachycardia episodes with v-v intervals <(><<)> 220 ms from 10 to (B)(4) 2016. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Lead failure predictor triggered on (B)(4) 2016 for v-sics and non-sustained tachycardia. The impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Right ventricular pace impedance steady at approximately 407 ohms through (B)(4) 2016, rises out of range by (B)(4) 2016. There indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).right ventricular pace impedance steady at approximately 407 ohms through (B)(4) 2016, rises out of range by (B)(4) 2016.

Event description:
It was reported that the patient's right ventricular (rv) lead had high sensing integrity counter (sic) and noise. The lead was turned off and will be replaced. It was also noted that the patient suffered from a clavicle fracture near the device a few months earlier. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.